Event description:
It was reported that during the procedure in the moderately calcified mid obtuse marginal artery, pre-dilatation was performed and a multi link mini vision 2.5x8 stent was deployed. A dissection was noted at the proximal edge of the stent. A multi link mini vision 2.5 x 12 stent was deployed to cover the dissection. There was no adverse patient sequela and no significant clinical delay in the procedure. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper; guide cath: jl4. There was no reported product deficiency. The reported dissection is a known adverse event listed in the vision instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.